Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened up and down arrow button dome switch. No frozen display was noted. The keypad connector was fully locked. The pump had cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.(B)(4).

Event description:
The customer reported via phone call of a button error alarm from the insulin pump. The customer's blood glucose level was unknown. The customer stated that she noticed this issue when attempting to change the set and reservoir. The customer stated that nothing is responding on the keypad. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions.